Event description:
Japan agent alliance registry: it was reported that a patient death occurred. In (B)(6) 2023, the patient was referred due to severe aortic stenosis. An agent dcb mr 3.00 x 20mm was selected for treatment. The target lesion was located in the right coronary artery (rca). The agent balloon was used to treat the target lesion with no issues. In (B)(6) 2024, the patient experienced cardiac arrest and was rushed to the hospital for emergency care. During emergency care, the patient had died.